Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the x-ray not working. The quote for onsite service was provided to the customer, however the quote expired due to no customer response. No service has been performed by philips since the service quotation was expired. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the x-ray on the allura device was not working. The device was outside of clinical use at the time of the event. No harm was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.